Event description:
The user initially reported that he received an instrument error when the instrument was not in use. The error indicated an issue with the instrument power. The user determined that the f3 fuse indicator light was on. The user was instructed to shut down the analyzer and then replace the f3 fuse. The user called back and stated that he replaced the fuse and placed the fuse cap back on. He confirmed that he had shut the analyzer down and it was powered off when he replaced the fuse. He stated that he had a hard time putting the fuse cap back on. He went around the back side of the analyzer to check the light. He noted that the fuse cap came off and then smoke came out from the analyzer accompanied by a small flame. The fuse cap appeared to be melted and the fuse was black. The user shut off the analyzer. The user stated that no one was injured or harmed due to the issue. No adverse events were reported. The field service representative determined that the ac unit was faulty. He replaced the ac unit. The analyzer was found to be working within specifications. The customer ran calibrations and quality controls. The customer was satisfied with the quality control results.

Manufacturer narrative:
Investigation of the event has determined the customer was replacing a fuse after receiving an instrument alarm. At that time,there was no damage to the fuse or fuse holder, and no evidence of any smoke or fire. The customer replaced the fuse and did not insert the fuse properly. After powering the instrument on after replacing the fuse, the customer saw a small lame on the fuse. Because the customer did not insert the fuse properly, the current, in this situation, could be strong enough to melt the fuse holder or fuse cap as reported by the customer. The power box is ul certified. The customer did not notice any imperfections on the fuse cap or holder at the time of installation. The part was discarded and is not available for further investigation. The operator's manual provides instruction on how to replace fuses, as well as warnings and precautions when replacing a fuse.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Results - device subassembly = ac unit.

Manufacturer narrative:
The field service representative has confirmed the issue to be caused by the cooling unit and not the ac unit. He also replaced the fuse holder as a preventative measure. The customer stated that he did not notice any imperfections in the fuse cap or holder. No fuse error messages were generated prior to the occurrence. The customer stated that the flame looked like a candle flame and was orange in color. He said the flame was approximately 1 inch in length and was followed by smoke. He said it lasted for 5-10 seconds and it was enough time for him to be able to call his supervisor over to see the flame.

Manufacturer narrative:
The customer has not experienced any further issues with the fuse.